Event description:
Complainant alleged that the cardiac care unit was attempting to pace a 70 year old female patient who was in atrial fibrillation, when the screen suddenly went blank. Although the screen was blank, patient movement indicated that the unit continued pacing the patient. The recorder was also not functional at the time of the alleged malfunction. The staff was able to obtain another device at the time of the alleged malfunction, and there was no adverse effect to the patient.